Event description:
It was reported that the customer experienced high blood glucose levels and that she was unable to use the bolus feature of the insulin pump. The blood glucose reading was 500 mg/dl after training. The customer was advised that the bolus wizard had not been set up. She also noted that she had 2 neck surgeries and 6 back surgeries. She complained of a migraine and a slip disk in her back. She reported that she felt as though she had water in her head. The most recent blood glucose reading was 204 mg/dl. The customer was educated on programming the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-82501.